Event description:
Information received from a patient report that their therapy had stopped due to a power on reset (por) a couple of weeks prior to the date of this report. The patient stated that they were charging normally when they first saw the por error message screen. It is unknown if the por is related to an overdischarge event. No trauma or falls that could be related to this issue were reported. A manufacturer representative reviewed troubleshooting steps in order to clear the por and the patient was able to clear it successfully. The patient was able to turn their therapy back on, resuming from the last program parameters, and adjust it if needed. It was noted that the patient is now receiving adequate therapy. Indications for use are failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.